Manufacturer narrative:
(B)(6) 2018. Philip's international service technician confirmed the keypad was not functioning. Philip's international service technician replaced the assy,touchframe,10.4" display, fru to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the keypad was not functioning. There was no patient or user harm reported. The event date was not specified; estimate used.